Manufacturer narrative:
The company representative examined the system and tested the phaco handpieces and found no problem. The system was then tested and met product specifications. The company representative indicated the customer reuses cassettes. Although no sample has been returned for functional evaluation, the company representative has indicated the issue was due to the customer reusing cassettes. Sterile disposable medical devices labeled single use only should not be reused. Reuse of these items may affect system performance and create potential hazard. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause may be due to the reuse of cassettes. The cassettes are labeled as a single use device. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).

Event description:
A nurse reported the system was not performing aspiration during a procedure. The system was switched out and the case was completed. There was no pt harm reported.